Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 565 mg/dl. The customer treated with an injection 20 minutes before the call. The customer stated that a battery out limit alarm occurred. The customer confirmed that she removed the battery for some time. The pump asked to do manual prime. The customer stated that there were no motor position encoder errors in the alarm history. The customer stated that there was an external ram crc error in the alarm history. The customer was advised to call back if the problems persist.